Event description:
It was reported that vassallo gt .014 g40 (the product) was used in a case of a lesion in the superficial femoral artery with severe calcification and tortuosity and occlusion rate was 100%. The tip of the product got stuck in the lesion and was about to be torn off, and when removing from the patient's body, it was found that the coil part was stretched (separated). The procedure was completed without any problems using another product of the same type of the product and there were no health hazard on the patient.

Manufacturer narrative:
Filmecc is conducting a retrospective review of world-wide complaints received after 510(k) clearance but prior to commercial release in the united states. This MDR is being filed based on the outcome of that retrospective review. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1419g14, vgw1419g40) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation] since the product was already discarded in the user facility, the product was not available for the investigation. Based on the information obtained, it was presumed that in the process of attempting to pass through the lesion, the tip of the product was trapped in the calcified area, and in that state, the same part was bent and stretched due to repeated pushing and pulling and a rotational load was continuously applied in the same direction and they caused separation of core wire and coil wire. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that the fractured fragments were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).